Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, as observed on the presenting or stored intracardiac electrogram. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).